Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient confirmed that their ins system has been removed since it did not work well for them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they received a letter in regards to the whereabouts of the medtronic device. Patient stated they no longer have the device as it was removed a couple years ago by hcp in port charlotte, fl. Patient reported they are being asked on the letter "what is the status of your medtronic device, was it discarded, will be returned, or unknown? Since the device is no longer in use, please have your dr return it to medtronic for analysis". Patient stated date of letter is (B)(6)2024. Patient stated they think someone from medtronic called them and stated they tried to tell them that they no longer have the device. Patient stated they cannot have implant returned as their urologist is no longer working in the state of fl and patient stated implant has been discarded. Reviewed device registration information. Reviewed letter overview and reviewed for patient to complete letter and return if possible. Patient confirmed this has all already been reported to medtronic and they spoke with someone on the phone with medtronic about this initially.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.